Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after several inappropriate shocks. It was determined the shocks were a result of noise being oversensed. At the implant procedure, the shock impedance measurement was 86 ohms. During the inappropriate shocks, the impedance measurements were between 100 and 150 ohms. Additionally, there were fluctuating amplitude measurements. X-rays revealed the electrode appeared superficial and dislodgement was suspected. Boston scientific technical services (ts) confirmed the electrode appeared superficial and recommended repositioning. The physician elected to not perform the revision procedure. The device was reprogrammed to secondary vector. Testing did not reveal any noise in secondary vector. No adverse patient effects were reported.